Event description:
"The prisma machine removed at 03:00 1241 cc of fluid from patient in one hour. However, the patient's weight actually up 2.1 kg from the morning before. The prisma machine was re-calibrated. The type of patient's intervention was not specified.